Event description:
The manufacturer received a work order invoice for an everflo oxygen concentrator due to the sieves clogged, silicone braided tube contaminated, inlet filter changed due to preventive maintenance, rear cabinet damaged, power cord damaged, overlay kit damaged, outlet cover missing, manifold contaminated, opi tubing kit contaminated, microdisk filter contaminated, spring kit rusty, compressor defective - low pressure, capacitor defective, pca defective - alarm does not activate on time. The faulty parts were replaced. This report is being submitted due to the ac cord burned.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2024-04139. This report was submitted as a duplicate report of the previously submitted report.¿